Manufacturer narrative:
A visual examination of the returned device confirmed that the cutting wire was burnt, bent, and broken. This indicated that excessive electrical current flowed through the device. The cause of the excessive current is unk, although possible causes include: improper tome positioning, allowing the cutting wire to contact the endoscope, resulting in a short circuit, and excessive power applied to the cutting wire due to improper generator settings. A review of the complaint did not identify any add'l complaints for this lot. The device history record for this lot was reviewed; no anomalies were noted. The november 2007 15-month jagtome sphincterotome product family trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. The hydratome sphincterotome product family is included in the same trend report as the jagtome product family since both families utilize the same sphincterotome device.

Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. Refer to associated manufacturer report # 6000048-2008-00004 for a description of the second event. A hydratome sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure in 2007 (patient gender, age and weight unk). According to the complainant, "during the procedure, the cut wire broke where it bows." This device was removed from the pt through the endoscope and replaced with a second hydratome sphincterotome device.